Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. M. Cohen, an unusual resolution of t-wave oversensing in an implantable cardioverter defibrillator in a child with long qt syndrome. J interv card electrophysiol, vol. 25, pp. 235-238. 2009. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The rv pace impedance measurement was in the 400 - 500 ohm range until when the value was infinite. The last two days of the record measured 544 and 712 ohms respectively.

Event description:
It was reported that there was oversensing and noise on the rv tip to rv ring. A journal article further reported that the patient presented with five inappropriate shocks. A lead fracture was identified and there was high impedance greater than 3000 ohms. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. An unusual resolution of t-wave oversensing in an implantable cardioverter defibrillator in a pt with long qt syndrome. J interv card electrophysiol, vol. 25, pp. 235-238. 2009.